Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The day after the peritonitis diagnosis, the patient was treated with merioenam injection (1 gm, intraperitoneal, daily), vancomycin injection (1 gm starting dose, then increased to 2 gm weekly) and amikacin injection (100 mg, intraperitoneal, daily). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a1, b5, b6. B7, d10, e1, e3 and g2. A1: patient ID was initially reported as (B)(6), however also reported as (B)(6) and "not reported". B5: upon follow up, the cause of the peritonitis was unknown. On an unknown date, meropenem was discontinued and tazobactam intraperitoneal was started for peritonitis. It was reported that retraining was performed on an unknown date. Pd is ongoing. At the time of this report, the patient was not recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.